Event description:
It was reported that the "ground plug on the back of the unit was broken off into the power cable" on the console device. The event occurred after a spine surgery, when the user attempted to unplug the device. Therefore, there were no delays to the surgical procedure. There was an identical spare device available for use. There was no patient involvement. No injuries, medical intervention or prolonged hospitalization were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicates this was due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.